Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. This occurred during patient use. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. A device history review was conducted and there were no deviations found related to this reported condition during the manufacture of this device. A service history review was conducted and there were no deviations found related to this reported condition during the servicing of this device. Should additional relevant information become available, a supplemental report will be submitted.